Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
An adverse event was reported for patient no 35 in the (B)(6). The surgeon reported to the crm that the patient suffered from deep infection (B)(4) 2007. The condition was treated by débridement and lavage and healed out following antibiotics.